Event description:
Depuy spine legal dept was made aware of action being taken by a pt: claim states that surgeon placed an l5 pedicle screw in the wrong position. This was not recognized until the next day when pt reported pain and numbness of foot (left foot drop). Pt is reported to have had additional treatment and surgery to address this issue. Claims to continue to suffer pain as a result of this situation.

Manufacturer narrative:
Based on the description of the event this does not appear to be a device related event. Placement of screws is technique sensitive and the instructions-for-use supplied with the device warn that correct selection of placement of the implants are essential to ensure proper fixation.